Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. At the time of report, issue was resolved. The pump began charging using the tandem charging cable and a non-tandem adapter.